Event description:
Consumer called stating that her toilet safety frame allegedly wiggles side to side, whether she is getting up or when she goes to sit down. Unit was installed per the instructions. No injury alleged.